Event description:
Reporter alleged blood glucose measured 313 mg/dl back to back with a result of 116 mg/dl, when performed within 2 minutes of each other. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.